Event description:
The account alleges that the wire detached inside the radial artery whilst taking the wire out. Patient will have the broken piece surgically removed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause of the issue experienced by the customer whereby the wire snapped whilst taking the wire out was not determined during the investigation. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.